Event description:
The customer reported the system displayed a hard disk failure message and will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the hard drive. The system operates as intended.